Event description:
Pt alleged that device is giving too much insulin. Pt reported that device delivered a ~10-unit burst of insulin all at once. Pt went into convulsions with shaking and sweating. Pt self-treated low blood glucose by drinking juice and eating. Pt switched to insulin injections following this incident.